Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic during a follow up, backup vvi mode was observed. A device download was performed successfully. No further information available.